Event description:
User reports discrepant vancomycin and gentamicin results for external proficiency survey samples. An initial testing 2008, all repeat testing at about two months later. Sample 1, vancomycin initial result 46.6 ug/ml, repeat 36 ug/ml. Sample 2, vancomycin initial result 37.8 ug/ml, repeat 31.2 ug/ml. Sample 3, gentamicin initial result 4.4 ug/ml, repeat 5.69 ug/ml. Sample 4, gentamicin initial result 3.7 ug/ml, repeat 4.83 ug/ml. Sample 5, gentamicin initial result 2.3 ug/ml, repeat 3.37 ug/ml; survey result 4.9 ug/ml. No pt results were involved. If additional info is received, appropriate notification will be provided.